Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-may-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of short battery life. During investigation, the battery compartment was found to be cracked at the threads on the side of the pump. The returned battery cap was found to be undamaged and able to properly secure to the pump.  The pump¿s electrical draws were tested and found to be within required specifications. During testing, the pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. The pump successfully completed the 24 hour duration test without any power or reset issues. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a short battery life issue was unable to be duplicated.